Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload a cartridge that contained more than the minimum required amount of insulin. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.